Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of fracture of c5. It was reported that intra-op, at the time of the final tightening of the rod crosslink, the set screw on one side stripped and the final tightening could not be completed, so a new crosslink of the same size was newly opened and the set screw was replaced. No health damage in the patient was reported. There was delay of less than 60-mins as a result of this event. The set screw on one side (the one that was not the movable side) stripped when the crosslink was finally tightened. Therefore, a new product was opened (the one of the same lot) and only the set screw was replaced. The driver used was the same one and the replaced set screw also stripped a little, but the final tightening was completed. The universal counter was using. The implant was discarded in the hospital. The physician intended to insert the driver firmly, but it stripped. It was said that the possibility that the driver was pushed by the muscles and was off-axis was not zero.